Manufacturer narrative:
The involved device was not returned by the user facility, which limits the investigation. The investigation was based upon eval of user facility info and reserve samples. Visual inspection and functional testing of reserve samples confirmed no abnormalities or defects. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although, the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling states in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in qa for appropriate tracking, trending, and follow up.